Manufacturer narrative:
Event date was not reported so the aware date was used as an estimate.

Event description:
It was reported via literature that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Monotherapy clopidogrel 75 mg was stopped 3 months post procedure. Five years post procedure the patient presented to the neurology department due to an acute ischemic stroke in the left frontal and parietal area. Transthoracic and transesophageal echocardiography showed a left atrial round mobile mass attached to the closure device. Urgent cardiac surgery was performed with excision of the laa including the closure device and removal of the large thrombus. The patient did fine following these events and there were no other complications that were reported.

Manufacturer narrative:
Event date was not reported so the aware date was used as an estimate.

Event description:
It was reported via literature that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Monotherapy clopidogrel 75 mg was stopped 3 months post procedure. Five years post procedure the patient presented to the neurology department due to an acute ischemic stroke in the left frontal and parietal area. Transthoracic and transesophageal echocardiography showed a left atrial round mobile mass attached to the closure device. Urgent cardiac surgery was performed with excision of the laa including the closure device and removal of the large thrombus. The patient did fine following these events and there were no other complications that were reported.